Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with manual injection and bolus. The customer reported the differences in the sensor glucose and blood glucose events. The sensor glucose was 305 mg/dl, and the blood glucose value was 277 mg/dl which was outside of the acceptable range. The sensor glucose and blood glucose difference is 70 mg/dl. The customer reported no adverse event. The insulin delivery was not suspended due to sensor glucose vs blood glucose difference. The event involved product(s) mmt-1884, mmt-332a, mmt-242a, mmt-7040a. Troubleshooting was performed for the sensor glucose vs blood glucose and the customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range after fewer than 4 days of wear. Troubleshooting was performed for the high blood glucose and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was performed for the air bubbles and the customer reported champagne size air bubbles which is acceptable. The customer stated that the pump was under-delivering the insulin. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7040a.